Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed

Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer states that the bed rail lever, to release it so it will drop down out of the way, is broken. MDR filed.